Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not turning on. The customer¿s blood glucose level was 110 mg/dl. Customer was instructed to remove battery, wait for the insert battery alarm before inserting new aa battery and also to ensure that the battery securely fastened. Customer stated display did not returned. The insulin pump will be returned for analysis.